Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. Foreign debris was found protruding from the air/water nozzle and the blockage appeared to be a white plastic like material. The investigation concluded that the item did not originate from the olympus endoscope. In addition, light guide chip, light guide lens glue pitted, objective lens glue pitted, distal end cap worn, bending section cover glue lifting, coloring on suction cylinder worn, fluid ingress into suction cylinder worn, biopsy channel leak, angulations were not to specification, play on angulation control knob, water flow not to specification, and water removal not to specification were observed. All shown defects were caused by normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that leaking from the internal insertion tube of the evis lucera elite colonovideoscope was noted. The event occurred during maintenance. During a standard service inspection of the customer returned device, foreign debris was found protruding from the air/water nozzle. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: brush was broken while the a/w (air/water) valve was brushed, and bristles entered in the a/w nozzle. A piece of the injection tube or silicone rubber product or the like entered in the channel. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities operation manual_ inspection of the endoscopic system: inspection of the air-feeding function, inspection of the objective lens cleaning function". The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprocessing manual_ preparing the equipment for reprocessing. Function and inspection of the accessories for reprocessing_ channel cleaning brush (bw-20t). Inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t). Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Manually cleaning the endoscope and accessories_ brush the channels the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.